Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address medial collapse and loosening of the tibial component at cement to implant interface. Cement manufacturer is unknown. Doi: (B)(6) 2009 dor: (B)(6) 2017 right knee

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.